Event description:
Patient reported right side rupture with "pain and inflammation". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jul/2024.

Event description:
Patient reported right side rupture with "pain and inflammation". Patient later reported capsular contracture, baker grade ii diagnosed via ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, d4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture with "pain and inflammation". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted.